Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillators (ICD). Furthermore, there were differing longevity estimates given over the last three months. Data analysis was performed and technical services (ts) recommended device replacement because of this anomaly. Subsequently, the patient underwent a revision procedure and this product was explanted and successfully replaced. The right atrial (ra) lead was surgically capped and abandoned for atrial chronic fibrillation. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillators (ICD). Furthermore, there were differing longevity estimates given over the last three months. Additionally, the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis was performed and technical services (ts) recommended device replacement because of this anomaly. Subsequently, the patient underwent a revision procedure and this product was explanted and successfully replaced. The right atrial (ra) lead was surgically capped and abandoned for atrial chronic fibrillation. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update data in section e1: initial reporter facility name and revise section b5: describe event or problem the returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. Patient code 3191 was used due to additional intervention.